Manufacturer narrative:
Product complaint #(B)(4). The initial reporter phone is not available. Additional information will be submitted within 30 days of receipt.

Event description:
As reported via the answer study, patient (B)(6) underwent the coil embolization procedure with the implantation of the pulserider device (213d / w2418) on (B)(6) 2014, to treat an unruptured basilar artery aneurysm (anterior and superior orientation) with the following dimensions: dome height 13.1mm, dome width 16.3 mm, neck width 10.0 mm and dome to neck ratio of 1.50; the parent vessel diameter was measured to be 4.2mm. There was no report of any procedural-related adverse events, no report of any device malfunctions / failures. The post-procedure neurological exam was normal and the patient was discharged on clopidogrel 75mg. On (B)(6) 2014, six days post-implantation of the pulserider device, the patient reported having experienced headaches that was determined to be moderate in severity; the patient was treated with tylenol and a medrol dosepak. In (B)(6) 2015, the patient self-treated with unknown amount of nsaids. The patient was hospitalized and treated with tylenol pm. The patient reported headaches at her 6-month follow-up visit but not at her 365-day follow-up visit. The patient could not reliably recall exactly when she stopped experiencing the headaches. The event resolved without sequelae on (B)(6) 2016. Digital subtraction angiography (dsa) taken on (B)(6) 2015, revealed complete obliteration of the aneurysm with 100% patency of the parent artery and branch arteries with no device movement or migration. Per the principal study investigator, the event has a high probability of being related to the pulserider procedure and could possibly be related to the pulserider device. The event is unlikely related to a pre-existing condition as the patient does not have pre-existing headaches.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Complaint conclusion]: as reported via the answer study, patient (B)(6) underwent the coil embolization procedure with the implantation of the pulserider device (213d / w2418) on (B)(6) 2014, to treat an unruptured basilar artery aneurysm (anterior and superior orientation) with the following dimensions: dome height 13.1 mm, dome width 16.3 mm, neck width 10.0 mm and dome to neck ratio of 1.50; the parent vessel diameter was measured to be 4.2 mm. There was no report of any procedural-related adverse events, no report of any device malfunctions / failures. The post-procedure neurological exam was normal and the patient was discharged on clopidogrel 75 mg. On (B)(6) 2014, six days post-implantation of the pulserider device, the patient reported having experienced headaches that was determined to be moderate in severity; the patient was treated with tylenol and a medrol dosepak. In (B)(6) 2015, the patient self-treated with unknown amount of nsaids. The patient was hospitalized and treated with tylenol pm. The patient reported headaches at her 6-month follow-up visit but not at her 365-day follow-up visit. The patient could not reliably recall exactly when she stopped experiencing the headaches. The event resolved without sequelae on (B)(6) 2016. Digital subtraction angiography (dsa) taken on (B)(6) 2015, revealed complete obliteration of the aneurysm with 100% patency of the parent artery and branch arteries with no device movement or migration. Per the principal study investigator, the event has a high probability of being related to the pulserider procedure and could possibly be related to the pulserider device. The event is unlikely related to a pre-existing condition as the patient does not have pre-existing headaches. No further information was provided. The pulserider t remains implanted in the patient and is thus not available for evaluation. A review of manufacturing documentation associated with this lot (w2418) presented no issues during the manufacturing or inspection processes related to the reported complaint. Headache is a known possible complication of the pulserider device and is listed in the instructions for use (IFU) as such. Based on the information provided, it is not possible to determine the root cause of the headaches. There was no evidence of a device or aneurysm issue that may have contributed to the event. Based on the information available for review, there are procedural factors that may have contributed to the reported event. There is no indication of any device performance or manufacturing issues related to the event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). This supplemental MDR is to notify you that the initial MDR was inadvertently submitted on a device that, at the time of the event, was investigational in nature in the u.s. Market and per cfr 803.19, this event is exempt from normal MDR reporting. These events were reported to the ide program part of hde#h16002 in accordance with 21 cfr part 812.